Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an alliance ii handle was used in conjunction with the trapezoid basket to capture and attempt to crush an approximately 1 cm size stone. When attempting to close the basket, the pull wire of the trapezoid broke, leaving the stone stuck inside the basket. A soehendra lithotripter was used in an attempt to crush the stone, which was reported to be unsuccessful due to the angle of the device coming out of the scope. The angle was not conducive for the device to cannulate through the ampulla and into the pancreatic duct. The patient was then scheduled for surgery to remove the stone and basket inside the patient. The surgery was reported to be successful. The patient's condition after the surgery was reported to be good and the patient was discharged the next day. Note: the complainant reported that the trapezoid rx basket was used in the pancreatic duct; however, the directions for use state "caution: trapezoid rx wireguided retrieval basket is not intended for use in the pancreas."